Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by pain and cloudy effluent. The cause of the peritonitis was reported to be due to several types of bacteria, but as this was not able to be verified, the cause of the peritonitis is assessed as unknown. Treatment for the peritonitis event was not reported. The cause of death was sigma perforation and cardiac. On an unknown date, the patient was hospitalized for an unreported indication. It was unknown if the patient was recovered from the peritonitis event prior to death. An autopsy was not performed. One day prior to the receipt of this report, physioneal therapy was discontinued, but it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient passed away. On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.